Event description:
Additional information was received from a manufacturer representative (rep), clarifying that no additional surgery was needed. For the removal and re-insertion of the extension connector to the ins header.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 3708660 lot# serial# unknown implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the x or low impedance reading was not determined. They believe the impedances showed readings within normal limits after the extension connector was removed and replaced into the ins header multiple times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep) who reported screen shots of the table impedance screen showed for left vim the summary tab was showing contact 3 red (not used), contact 2 green (not used), contact 1 red with x, and contact 0 green with a checkmark, yet the electrode tab showed all unipolar pairs as green and the bipolar pair of 1-3 was red with x marked ¿low.¿ the rep stated both c-1 and c-3 values were the same at 615 ohms. The rep was not with the hcp or patient currently. It was reviewed how color coding was assigned in the electrode versus summary tab and to always review numerical values to see where the potential issue was. Further review about general guidelines about impedance measurements, how stimulation was delivered (causing unipolar pairs to be normal on contact 1 and contact 3 yet there be an issue with the 1-3 bipolar pair) and how things may be different was there was an issue with the system. For this particular patient it was noted they may not be having any therapy issue if not programmed on 1-3, but they may want to monitor impedance going forward in case the issue worsened.